Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e230101 captures the reportable event fever. Patient code e1302 captures the reportable event of hematuria. Patient code e2015 captures the reportable event of tissue damage. Impact code f08 captures the reportable event of hospitalization. Literature source: mohamed omar, mohammed dorrah, ahmed khalifa, eid el sherif, khalid sayedahmed, yahya ghazwani, yasser a. Noureldin. Randomized comparison of 4.5/6 fr versus 6/7.5 fr ureteroscopes for laser lithotripsy of lower/middle ureteral calculi: towards optimization of efficacy and safety of semirigid ureteroscopy. World journal of urology (2022) 40:3075-3081, https://doi.org/10.1007/s00345-022-04173-2.

Event description:
It was reported to boston scientific via an article published in world journal of urology that a study was conducted to compare 4.5/6 fr versus 6/7.5 fr semirigid ureteroscopes in terms of safety and efficacy in adult non-obese patients with middle or lower ureteric stones. A total of 198 patients with middle/lower ureteric stone were recruited, with the procedures being performed between april 2016 and may 2019. All procedures were performed under spinal anesthesia with the patients placed in the lithotomy position; and during the surgeries, zero tip baskets, sensor wires and uromax balloon were used. Within the reported complications it was mentioned that 19 patients experienced ureteral injury, 9 patients experienced hematuria, 19 subjects with fever and in 76 cases it was required prolonged hospitalization.